Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation (stent damage) was able to be confirmed. The reported difficult to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Due to the extent of the damage (lifted, overlapped) noted to the stent, it is unlikely that the protective sheath would have fit over the damage therefore the damages noted were not a pre-existing condition. The investigation determined the reported material deformation appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported/noted stent damages (flared/lifted, overlapped). A conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the returned device analysis revealed that the stent implant was still in place on the balloon. Follow-up with the site confirmed that when the stylet was removed with the protective sheath, the stent was lifted/flared/damaged at the end, not dislodged as previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when the stylet was removed from the xience xpedition 2.50 x 18 mm stent delivery system, the stent was detached / dislodged from the delivery system. There was resistance during removal from the dispenser coil. The procedure was completed with balloon angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.